Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Longevity estimation was performed and the battery voltage was found to be within expected longevity performance. The device functionality was evaluated and found to be normal in the laboratory.